Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent out of range.

Manufacturer narrative:
The reported device was not returned; however, a receiver (sn (B)(4), mfg date: 08/08/2013) was returned for evaluation and there was no issue detected.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.